Event description:
The customer reported pipettor motion error and approximately ten milliliters of fluid leaked inside the instrument from a severed main pipettor wash buffer supply tubing involving the access 2 immunoassay system. The operator was wearing personal protective equipment (ppe) during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Two patients¿ samples were contaminated and had to be recollected. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the main pipettor supply tubing was broken and replaced the tubing. The fse performed pipettor alignments and adjusted ultrasonics. System check and quality control (qc) were verified and within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).